Manufacturer narrative:
The device was returned to olympus and inspected. An electrical continuity error occurs due to water invasion in the scope connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to olympus that the evis exera lll colonovideoscope is displaying a scope communication error e315. The date of event is unknown and attempts to retrieve additional information from the customer are in progress. The event occurred during preparation for use. There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer stated it was an unspecified diagnostic procedure. The device was switched out to continue the procedure with no further sequelae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported event is likely due to device handling below, water invaded scope connector, electrical components were broken, and error message was displayed or, the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. It is also likely that the connector cap of leakage tester was attached/detached to venting connector of the device under water. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.